Manufacturer narrative:
Batch review performed on 08 april 2019, lot 161590: (B)(4) items manufactured and released on 14-jun-2016. Expiration date: 2021-06-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director. Acetabular component revision surgery in a (B)(6) year old woman. Radiographic image provided shows the presence of bone quality alterations and areas of reduced bone density in the proximal part of the acetabulum. The result of this situation was a cup loosening with consequent instability of the joint. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The cause of this event cannot be determined.

Event description:
Revision surgery performed due to cup mobilization, 2 years and 4 months after primary. The cup has been replaced with double mobility system, inlay and head have been replaced as well.